Event description:
A malfunction was reported on the pump by the caller with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, although it was out of warranty. The caller expressed interest in obtaining an out-of-warranty loaner pump.